Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery stopped working while using the device. Power source setting during the case was 2.5. The power supply, cords, and adaptor were swapped out. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#; d7a changed to no. The lot # 3000404363 history record review was completed. There is 1 ncmr; rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.